Manufacturer narrative:
Results: the pusher assembly was fractured approximately 108.5 cm from the distal detachment tip (ddt). The proximal fractured segment was not returned for evaluation. The embolization coil was detached from its pusher assembly and not returned for evaluation. Conclusions: evaluation of the first returned ruby coil pusher assembly confirmed that the pusher assembly was kinked and revealed a fracture. If the ruby coil is forcefully advanced against resistance, damage such as a kink may occur. Further manipulation of a kinked device may result in a fracture. Further evaluation of the returned ruby coil revealed that the embolization coil was detached. This damage was likely incidental to the reported complaint. Evaluation of the second returned ruby coil pusher assembly confirmed that the pusher assembly was kinked and revealed a fracture. If the ruby coil is forcefully advanced against resistance, damage such as a kink may occur. Further manipulation of a kinked device may result in a fracture. Further evaluation of the returned ruby coil revealed that the embolization coil was detached. This damage was likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02104 h3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-02104.

Event description:
The patient was undergoing a coil embolization procedure to treat type ii endoleak using ruby coils, a lantern delivery microcatheter (lantern), and a non-penumbra catheter. During the procedure, while inserting a ruby coil into the lantern, the pusher assembly of the ruby coil kinked. Therefore, the ruby coil was removed. Next, while advancing a new ruby coil through the distal end of the lantern, the pusher assembly of the ruby coil kinked. Subsequently, the physician retracted the ruby coil back into the distal tip of the lantern and then removed the lantern with the ruby coil together from the patient. Afterwards, the ruby coil was removed from the lantern. The procedure was completed using five additional ruby coils, the same lantern, and the same catheter. There was no report of an adverse effect to the patient.